Event description:
It was reported the patient experienced bradycardia intermittently. The patient suggested the pacemaker was malfunctioning due to battery depletion. No changes or interventions were performed. There were no patient consequences.